Event description:
It was reported to lifecell that four days post removal of chest wall sarcoma, the male patient vomited and eviscerated. For the initial procedure, the strattice device was placed as a bridge to cover a soft tissue defect with a flap on top. At time of surgical exploration, a different surgeon reoperated on the patient and found sutures that had pulled through the strattice device all along the edges. The strattice device was then removed and replaced with an alloderm graft. The surgeon also placed a lightweight ultra pro on top of the alloderm but under the flap. The patient appears to be healing well following the repair.

Manufacturer narrative:
Our investigation of lot sp100094 includes: method: review of the information as reported, review of device history records, and review of the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100094. Results: review of the device history records revealed no deviations during the production of lot sp100094 that may be associated with the event. The lot met acceptance criteria for qc release, including acceptable mechanical testing results. To date, no other complaints have been reported to lifecell against lot sp100094. To date, of the 220 devices processed for lot sp100094, 218 devices have been distributed with 99 devices that were reported to be implanted. Conclusion: based on our internal investigation, the device met qc release criteria. The patient's history of vomiting is a direct contributing factor to the device failure. Device not returned for evaluation.